Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that a sample integrity error posted on the atellica im 1300 analyzer. The customer did not provide details of the event and did not provide the patient sample ID or testing scheduled. Siemens dispatched a customer service engineer (cse) to the customer site. The cse was informed of the sample integrity error and noted the sample rerun without errors. The cse observed other samples' process without errors or mechanical failures and noted the analyzer was operational. Siemens evaluated the system logs and observed sample integrity errors on 01-july-2020 and 02-july-2020. The cause that led to no test result, and the redraw of the patient sample is unknown. The performance of the analyzer was verified, and the analyzer was performing according to specifications. No further evaluation of the device was required.

Event description:
The customer informed that a patient sample was aspirated by the atellica im 1300 analyzer and did not produce a result. The customer noted that no sample was available, and the patient had to be redrawn. There are no known reports of patient intervention or adverse health consequences due to the patient redraw and no available test result.